Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-mar-12 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had lost a lot of weight (around (B)(6)lbs at the time of report) and when the patient came in for a refill on (B)(6) 2020, the patient's skin looked like it was wearing away. The hcp was thinking about reopening the pocket to see about reimplanting the pump deeper. No further complications were reported or anticipated.